Event description:
It was reported that a patient never had therapeutic effect and was unable to feel stimulation. She was getting 50 percent effect, but was under the impression that she should get 100 percent relief. The patient had forgotten how to use the patient programmer. She thought the implantable neurostimulator (ins) battery inside her was getting weak and she did not have concerns with her device or therapy. About three years later, it was reported that the patient¿s device was non-operable and hadn¿t been active in a long time. It was unclear if the patient was referring to therapy itself or just the patient programmer. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v386942, implanted: (B)(6) 2010, product type: lead. (B)(4).